Event description:
Device has been explanted.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold. Wear abrasion and stress marks. Weight measurement identified the device was underweight. Microscopic analysis was performed which identified crease sharp on radius side. Based on the device analysis, the final assessment is a crease sharp on radius side due to fold flaw opening and non-penetrating nicks. (Stress marks).

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture. Device remains implanted.